Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("9 woman had device migration or perforation") and device dislocation ("9 woman had device migration or perforation") in female patients who had essure inserted. On unknown dates, the patients had essure inserted. On unknown dates, the patients experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patients were treated with surgery (device retrieved). Essure was removed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("9 woman had device migration or perforation") and device dislocation ("9 woman had device migration or perforation") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device retrieved) and surgery (device retrieved). Essure was removed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: FDA codes ppc and dpc added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.